Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were five bd ultra-fine¿ insulin syringe 31 g x 6 mm that broke during use. No medical interventions.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5159705. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.